Event description:
It was reported that the insulin pump had an unresponsive keypad and damage to the reservoir compartment observed. The blood glucose reading was 240 mg/dl. The customer stated that the up and down arrow buttons did not respond properly. She also stated that there was a broken part at the reservoir compartment threads. No significant events leading to the keypad issues or the physical damage were recalled. She also stated that the end of the device appeared to be smoky in color, as though the device had overheated at that area. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The insulin pump has broken reservoir tube lip, stained end cap sticker, minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.